Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and system sensor and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor alarm during testing. Pump received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was 209 mg/dl at the time of incident. Troubleshooting was done for error and pump was able to complete the rewind sequence but then reverted back to being stuck in the rewind loop. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.